Manufacturer narrative:
Physio-control has performed several attempts at reaching the customer to determine the status of their device however, no response appears forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was inoperable and no longer functional. Additional details of the reported issue were not reported. There was no patient use reported to have been associated.